Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The aortic neck was 20 mm in diameter at the renal arteries and 25 mm in diameter above the aaa and 17 mm long with moderate thrombus, particularly at its distal side. Distal aorta was 20 mm in diameter. The right iliac artery was 11-12 mm in diameter and moderately calcified, and 10.5-11 mm in diameter on the left and mildly calcified. Vessel tortuosity was mild to moderate. It was reported that twelve days post index procedure the patient presented with limb thrombosis on the left/contralateral side. Kissing balloons were used the day of the procedure, and flow was good through the limbs, but apparently outflow on the left side was not adequate. The intervening physician, felt that there was a kink in the proximal left external iliac artery that was the cause. A fem-fem bypass was performed successfully. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; vessel morphology from the reported kink distal to the stent graft in the proximal left external iliac artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology from the reported kink distal to the stent graft in the proximal left external iliac artery).